Manufacturer narrative:
H6: type of investigation: omit code b17 and added code b18. Additional information: the device was discarded. The serial number for the pump was (B)(6) and lot number 2026783584. Patient demographics are not available.

Event description:
It was reported that groin access was obtained. The sixth french sheath was inserted into the right femoral artery. The 14 french peel away was inserted and impella was primed and prepped. The impella cp was inserted through the peel away sheath but were unable to advance due to vessel size. The impella cp was removed, the peel away was removed, and the patient was taken to the intensive care unit.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed. As noted in the impella instructions for use: impella cp with smartassist for use during cardiogenic shock and high risk percutaneous coronary intervention section: warnings & cautions: cautions ¿dilators and catheters should be removed slowly from the sheath. Rapid removal may damage the valve, resulting in blood flow through the valve.¿ section: warnings & cautions: warnings ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position.¿ ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance.¿

Manufacturer narrative:
D4 catalog and primary UDI number were updated as they were reported incorrectly on the previously submitted report. H4 revised device manufacture date as it was reported incorrectly on the previously submitted report. H6 type of investigation, investigation findings, investigation conclusions and component codes were updated accordingly based on the completed investigation. Investigation summary: the investigation has been completed. No product was returned. Unable to deliver or advance: the cause of the deliver issue was determined to be patient condition as the patient had small vessel size preventing successful delivery of impella. Device history review: the device passed all post sterile inspection checks.